Event description:
It was reported that there was a problem with the pump as it was not charging properly due to a loose usb connection. There was no reported impact on the customer's blood glucose level because no alerts or alarms were identified during testing. Distributor planned to return the pump for further inspection, and a replacement pump with a different serial number had been arranged for the customer.